Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the physician could not withdraw the one step button tube from the patient's stomach due to resistance; the cause of resistance is unknown. The procedure was completed with a different device (manufacturer unknown.) There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant stated the physician met with resistance when trying to pull the one-step button, because the incision site was less than 1.5cm. The directions for use state that an incision size of less than 1.5cm may contribute to excessive resistance of the one-step button when exiting the skin. Additionally, the physician requested that the button be redesigned with a "scaled down" connecting sheath. The procedure was completed with a competitor's product. There was no malfunction of the one-step button device. Based on this additional information, this complaint is no longer reportable. (B)(4).

Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the physician could not withdraw the one step button tube from the patient's stomach due to resistance; the cause of resistance is unknown. The procedure was completed with a different device (manufacturer unknown.) There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation as the device has been disposed; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4)